Manufacturer narrative:
No image fluid invasion inside the video connector and moisture under the coverglass and on the device circuitry boards. Additionally, there are multiple cracks on the video connector near the gold contacts and at the video connector handle. Also, the camera cable unit has multiple points of deformation/kinks. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The repair history related to the indicated phenomenon could not be confirmed. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. Based on the physical evaluation results, the device was confirmed to have fluid invasion. Therefore, it is possible that the no image condition is potentially due to a cable/charged coupled device failure. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) service technician was informed that a customer camera head was returned for service for a reported ¿image defect¿ during an unspecified event. During the inspection and testing, a no image (reportable) malfunction was found from a shortage of the electrical circuit due to water immersion. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding details of the reported event (b5).

Event description:
The event occurred during inspection before the procedure; no patient involvement. There was an unspecified delay, however, the intended procedure was completed using another equivalent device. No adverse outcome to the patient was reported.